Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported his adc freestyle libre sensor provided a scan result of 'hi' (reading greater than 500 mg/dl). Customer further reported he experienced feeling sweaty and shaky and was incapable of self-treating so he called the paramedics. Upon their arrival, customer was treated with "2 cans of coca cola" and transported to hospital where a reading of 97 mg/dl was obtained on the hospital meter and customer was reportedly diagnosed with hypoglycemia. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported his adc freestyle libre sensor provided a scan result of 'hi' (reading greater than 500 mg/dl). Customer further reported he experienced feeling sweaty and shaky and was incapable of self-treating so he called the paramedics. Upon their arrival, customer was treated with "2 cans of coca cola" and transported to hospital where a reading of 97 mg/dl was obtained on the hospital meter and customer was reportedly diagnosed with hypoglycemia. No further treatment was reported. There was no report of death or permanent injury associated with this event.